Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (36 worldwide reportable incidents out of estimated 200,000+ procedures performed to date) is approximately 0.013% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced clinical lesion of the left median nerve and left antebrachial cutaneous nerve 32 days post miradry treatment. Patient stated he felt tingling dysesthesia in the left arm during the treatment and subsequently had impaired motor function in the left arm. The patient consulted with a neurologist 7 days post-treatment. Testing showed axonal damage to the medial nerve or to the fascia supplying the median nerve. Ergotherapy was prescribed. A follow-up examination was performed 24, 25, & 28 days post-treatment. Testing showed slight improvement. The neurologist suspected the nerve damage was not severe and can resolve.